Event description:
Underdelivery noted during routine preventative maintenance inspection by biomedical engineering testing. There were no reports of any adverse events when the device was in patient use. Biomed reports that with an expected delivery flow rate of 400ml/hr, the device was delivering at 360ml/hr. No additional information was available.